Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: in 2007, a gore excluder aaa endoprosthesis trunk-ipsilateral leg component (pxt261412/lot#04875030), a gore excluder aaa endoprosthesis contralateral leg component (pxc161000/lot#04970312), and a gore excluder aaa endoprosthesis iliac extender component (pxl161407/lot#03918080) were implanted. On 7/12/2007 a gore excluder aaa endoprosthesis aortic extender component (pxa260300/lot#05103652) was implanted.

Event description:
In 2007, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. A postoperative computed tomography scan revealed a proximal type I endoleak. Two months later, a gore excluder aaa endoprosthesis aortic extender component was implanted and the proximal type I endoleak was successfully repaired. It was reported that the patient tolerated the procedure.